Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the device generated heat. There was no procedure nor patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the handpiece device was generating heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had cosmetic damage, was difficult to assemble/disassemble, the cord was damaged, was making excessive noise, and the bearing was worn. It was noted that there was hose scratches, the positioning line (grip line) was almost gone, the attachment connection was stuck, the device was making an abnormal noise, and had vibration. It was further determined that the device failed pretest for visual assessment, label assessment, attachment assessment, and noise assessment. The assignable root cause of these conditions was determined to be traced to component failure due to wear.